Event description:
Nurse received pt from ER with IV heparin via pump. IV pump set correctly at 12 cc/hr per physician order. Found heparin bag level to be depleting quickly. Almost entire bag infused within 45 min. Heparin drip discontinued and physician notified stat a ptt done - results reported questionable as they were very high. Pt given protamine for reversal.